Event description:
It was reported the device was interrogated (B) (6) 2009 and battery voltage was 2.81v. Device interrogated on (B) (6) 2010 and battery voltage was 2.92v. Battery voltage measurements from device performance data showed the voltage ranged from 2.89 to 2.99v for the past six weeks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance datacollected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.92v and the daily measurement was 2.99v. This is within expected limits.